Manufacturer narrative:
Date of implant ¿ estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of occlusion and pain are listed in the supera peripheral stent systems instructions for use (IFU) as a potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other supera stent referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that in (B)(6) 2018, two supera stents were successfully implanted in the superficial femoral artery. On (B)(6) 2022, the patient was hospitalized due to pain while walking, and the stents were noted to be occluded. Percutaneous balloon angioplasty with a drug coated balloon was performed to open the stents. There was no adverse patient sequela. No additional information was provided.